Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Back-up audible alarm error was found in pump event history log. Reported problem was unable to be duplicated during flow and occlusion tests. The pump had a low profile panasonic super cap. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced main board as a preventative measure. A corrective and preventative action has been opened to address the reported issue. UDI information is unknown. No information has been provided to date.

Event description:
It was reported that the device is presenting with backup audible alarm. No patient injury was reported.